Event description:
It was reported that five 578sd's were used during a gyn procedure. It was reported by the affiliate that the instruments will not arm. Tried all trocars and all of them refused to arm. There was no consequence to the pt.